Manufacturer narrative:
The medical device problem and type of investigation coding has been updated.

Manufacturer narrative:
The lot numbers and expiration dates of the reagents were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested on the cobas 8000 c 702 module. Examples were provided for five patient samples with discrepant results. For these samples, results from the following tests were affected: ca2 (calcium), creatinine, tpuc3 (total protein), crp, and bilt3 (total bilirubin). No questionable results were reported outside of the laboratory. The first sample initially resulted in a calcium value of 1.870 mmol/l and it repeated as 2.550 mmol/l. The second patient sample initially resulted in a creatinine value of 41.0 umol/l and it repeated as 83 umol/l. The third patient sample initially resulted in a crp value of 11.0 mg/l and it repeated as 3 mg/l. The fourth patient sample initially resulted in a total protein value of 0.350 g/dl and it repeated as 0.180 g/dl. The fifth patient sample initially resulted in a total bilirubin value of 110.0 umol/l and it repeated as 36 umol/l.

Manufacturer narrative:
The customer found a bent rinse nozzle. The field service engineer replaced 3 rinse station nozzles. Other nozzles were cleaned and the engineer confirmed clips were seated. The nozzles were checked and were springing back ok. A mechanism check was performed to check wash levels and all were ok, but dripping was noticed on some tubing. A pressure test was performed and there were no leaks. A valve was replaced due to a leaking probe. All tubes were pressure tested, replaced, and checked. There was no further leaking. Calibration and controls were all good. The investigation determined the service actions resolved the issue.